Manufacturer narrative:
Pump was received, with a critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment, during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test, due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call, that might of trigger the reason complain. During download review using adapt tool it recorded pump error 40 ((B)(4)) fatal error confirmed on (B)(6) 2024 at 10:01:00. Per software engineer log, it was determined, the pump error 40 was a software issue with motor safety circuit. Pump was cut open to perform visual inspection. And found moisture damage on the electronic assemblies causing electrical short not allowing unit to turn on or access to download. The following were noted, during visual inspection: dried insulin - motor slide, cracked keypad overlay, pillowing keypad overlay, scratched case and end cap address label missing. In conclusion, critical pump error (open book image) alarm confirmed, due to pump error 40 alarm. Pump error 40 alarm confirmed, in the history files, due to a software error anomaly on the motor safety test. Exposed to moisture was confirmed, on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 40: a motor safety circuit failed test, critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1781k. The customer received an open book image alarm. It was reported that the insulin pump performed safety checks and the error was found. Troubleshooting was performed and the issue was not resolved. The customer received pump error 40 before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.